Manufacturer narrative:
This report is for an unknown - screws: matrixmidface/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The reported event required medical/surgical intervention to preclude permanent damage to a body structure. The patient experienced infection requiring surgical intervention. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, patient will undergo a removal procedure due to granulation and potential infection. The patient was originally implanted with trumatch orthognathic full bimaxillary (B)(6) 2018. It is unknown if the patient had debridement or malunion. Patient status is unknown. This complaint involves one (1) unk - screws: matrixmidface. This report is 1 of 1 for (B)(4).